Event description:
It was reported that the customer was hospitalized on (B)(6) 2013 due to high blood glucose, with a reading of 408 mg/dl. The customer was incoherent and very thirsty. The customer was taken off insulin pump therapy at that time, and has been hospitalized two more times due to high blood glucose while not wearing the device. Troubleshooting revealed that the unit had three cracks on the casing. No damage to the drive support cap was noted. The programming was correct except for the time and date. Assisted with correct time and date programming. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Advised the caller that the unit would be replaced due to the cracks. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, visual inspection revealed cracks on all corners of the display window and lcd window, and extended to the belt clip coin slot.